Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receiving from a manufacturer's representative (rep) regarding a patient who was receiving 10mg/ml morphine at 3.598mg/day via an implantable infusion pump for spinal pain. It was reported that the patient was not getting relief from the system. The healthcare provider performed a CT scan and determined the catheter tip was placed too high. It was stated a catheter revision was performed on (B)(6) 2017 and the spinal segment was replaced and the tip was placed lower. The existing catheter length was 72cm, the new spinal segment length was 20.5cm, the new total catheter length was 92.2cm, and the new total catheter volume was 0.203ml. It was reported that the rep confirmed their priming calculations of the new spinal segment as 0.0451ml, which was correct. It was reported the removed spinal segment would not be returned to the manufacturer. The patient dose was changed to 2.5mg/day of 10mg/ml morphine. No further complications were anticipated/reported.